Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the console displays an e2 error code and the device would not rotate. During repair, it was observed that the motor was locked up and the bearings in the motor were worn out on the device. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, during tibia burring, it was observed that the motor device displayed an e6 error code. According to the reporter, the error code appeared multiple times in the rotation per minute(rpm) display. The reporter stated that the user waiting a minute for the device to cool and began to burr again, until the next e6 error code appeared. The surgeon reported that the device felt warm. The reporter stated that after six ¿stop and go events¿ and e2 error code appeared. The reporter stated that the user was unable to ¿re-gain control¿ of the device. It was reported that the surgical procedure was completed. After the procedure was completed, the reporter stated that the device was tested and an e2 error code appeared. There were no delays in the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.